Event description:
It was reported that the patient presented cycling issues with his inflatable penile prosthesis (ipp). Device fluid loss was noted. The fluid leak location was not identified in the revision. A new ipp was implanted. The patient had a good outcome with no further complications.

Event description:
It was reported that the patient presented cycling issues with his inflatable penile prosthesis (ipp). Device fluid loss was noted. The fluid leak location was not identified in the revision. A new ipp was implanted. The patient had a good outcome with no further complications.

Manufacturer narrative:
Field change e1: initial reporter facility name physician updated.